Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 720 mg/dl and was in diabetic ketoacidosis. Reportedly, the healthcare provider classified the ketones as life-threatening. The customer went to the emergency room (ER) for treatment. Intravenous (IV) fluids and insulin drip were administered. The customer was subsequently admitted for hospitalization and IV fluids and insulin drip continued to be administered. The customer believed the suspected cause was due to the pump not delivering insulin. A system check was performed with tandem technical support (cts) and the pump was functioning as intended, however the customer declined to remove the site. It was reported that prior to the ER visit, the customer delivered boluses and bg levels did not improve. The customer subsequently administered manual injections and bg levels still did not improve, resulting in the hospitalization. Cts followed up with the customer and confirmed that the customer was discharged from the hospital on (B)(6) 2017.